Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiples times and the wake button performed as intended. There was no reported impact to cusotmer's blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.